Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that prior to implant, upon interrogation of the device, a gray bar was present. The device had been interrogated a couple of weeks ago and the bar was green. The device was needed immediately, so there was no time to keep the device in a warm environment. The device was not implanted and a new device was used. No patient complications have been reported as a result of this event.